Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Concomitant medical products: 300-30-07, equinoxe preserve stem 7mm, 320-42-03, equinoxe reverse 42mm humeral liner +2.5, 320-10-00, equinoxe reverse tray adapter plate tray +0, 320-15-04, rs glenoid plate r post aug, 8 deg, right.

Event description:
As reported, approximately 4 months postop the initial implant, this (B)(6) y/o male patient was found to have a superficial infection and mild swelling around medial incision of the right shoulder. Approximately 2 months later, the patient was taken to the operating room for an irrigation & debridement and the outcome was reported as resolved. The patient has a history of osteoarthritis, hypertension, and gout. This event report was received through clinical data collection activities.